Event description:
A physician reported that during surgery, the leakage from the ophthalmic handpiece resulted in poor aspiration during ultrasound from the console. The procedure was successfully completed on the same day. The patient¿s harm has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.